Manufacturer narrative:
Batch review performed by medacta regulatory affairs departement on 6 april 2020: lot 179117: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 1 similar reported event. Clinical evaluation performed by medical affairs manager: recurrent dislocation few weeks after revision surgery. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional implant involved in the event, batch review performed on 6 april 2020: reverse shoulder system 04.01.0210 lat. Glenosphere 36x27 lot. 189940 (device not registered in USA). Lot 189940: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to luxation 1.5 month after the previous revision surgery. The surgeon revised the glenosphere, insert and metaphysis. This is the second revision surgery for this patient due to luxation. First event report number 3005180920-2020-00128.